Event description:
Adverse event(s): pc tear (capsule bag tear, posterior); vitrectomy required (vitrectomy). Product problem(s): the I/a continued to flow in foot position one (free or unrestricted flow). A surgeon reports during irrigation/aspiration, the capsular bag ruptured and an anterior vitrectomy was performed. In foot position one, the irrigation/aspiration continued to flow and was only able to be stopped by the nurse pinching the line. The case was completed without further incident. The surgeon stated the capsular bag rupture was not cased by the device, but occurred as a case complication. The pt is doing well postoperatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).